Event description:
It was reported that this right atrial (ra) lead had previously presented high pacing threshold measurements intermittently, so the physician opted to explant this lead. However, during the procedure to remove the lead, the lead broke, resulting in a distal fragment been abandoned in the patient. Fluoroscopy imaging was utilized during the procedure and a pacing system analyzer (psa) was used to test the lead. A new device was implanted. No additional patient effects were reported.